Manufacturer narrative:
The observed internal cannula tear is related to action # (B)(4). Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Initial inspection of the returned device found cracks on the top housing. Upon removing the pod housing, the formed needle was found to be bent and puncturing through the unexposed portion of the soft cannula. Corrosion was observed on the pcb. An external power supply was attached to the pod in an attempt at retrieving download data; however, the data was ultimately unavailable. Since the pod arrived fully deployed and the case description stating that the pod was worn indicates that the internal and external damages occurred post use. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod communication error during operation. The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to approximately 400 mg/dl while wearing the pod at the infusion site (unspecified) between 4 and 24 hours. As treatment, a new pod was applied.